Event description:
The pt called in response to the recall notice. No physiological effects were reported. The insulin infusion device was replaced and requested to be returned for evaluation. Eval of the device found that the up/down button was defective.